Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: two endo gia roticulator 45-3.5 sulus were used for resection of anal side tissue. Upon inserting dsteea28 from the anus, the surgeon noticed most staples of first 45-3.5 sulu were malformed and he fired eea28 to cut off the malformed staple line. Since leakage was not confirmed, procedure was completed without additional suture. There was oozing. Patient is under observation. Operating time not extended. No reinforcement material used. Additional information; the lot number of stapler (030449) was not identified.